Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(6) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was 464 mg/dl. The customer was treated with manual injection but not hospitalized. The customer stated a temp basal was not programmed before the alarm occurred. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer was advised to monitor the insulin pump. The customer was unable to troubleshoot for high blood glucose due to moisture damage. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. Customer stated that the device was exposed to extreme heat and humid. The customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with no foggy screen noted, no moisture damage on the keypad traces, under lcd screen, electronic assembly or motor noted and all of the buttons functioned properly. No unexpected a21 error alarm or restarting noted and the insulin pump passed a21 test. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked case at the display window corner.